Manufacturer narrative:
The lead was returned for evaluation. Visual and x-ray examinations were performed. The helix was extended and clogged with dried blood and tissue. The inner coil inside the connector region was over-torqued, consistent with attempted revolutions of the helix mechanism, while the helix is clogged with or contains blood. No other anomalies were found. Electrical continuity measurements and testing for internal shorts were performed while manipulating and stretching the lead. No conductor fractures or internal shorts were identified. An insertion test was then performed using a laboratory/test stylet. The test stylet could not be fully inserted through the lead due to the over-torqued inner coil damage at the connector region. The reported stylet stuck in the lead was confirmed from the analysis of the durata optim lead. The cause of the event was isolated to the over-torqued inner coil damage at the connector region of the lead.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the stylet could not be removed from the lead. A new lead was used to complete the procedure. The patient was stable with no adverse consequences.